Event description:
Inaccurate erratic readings on their freestyle blood glucose monitor. Received readings of 285 mg/dl and 65 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.